Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Additionally, some oversensing of the t or p-wave was observed. Technical services discussed reprogramming options to mitigate the oversensing as well as testing options related to the out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Additionally, some oversensing of the t or p-wave was observed. Technical services discussed reprogramming options to mitigate the oversensing as well as testing options related to the out of range shock impedance measurements. No adverse patient effects were reported.